Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In the opinion of cvrx's physician consultant, the exacerbation seems more to do with the volume given during the procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025 and left at the subtherapeutic level of 1.0ma. The patient had been nyha class iii at the time of barostim implant. On (B)(6) 2025, the patient was hospitalized for heart failure exacerbation. It was noted that the patient was fluid overloaded due to extra fluid that had been given to the patient after the implant procedure. The patient was diuresed, and they were discharged on (B)(6) 2025. The physician was unable to determine if barostim implant contributed to the exacerbation and hospitalization.